Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: united kingdom.

Event description:
It was reported that during maintenance, it was noted that the device needed repaired due to a damaged bottom roll, damaged comb, worn gear and damaged rachet gear. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, e1, e2, e3, g2, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the device failed the sample mesh test during evaluation due to a damaged comb. The bottom roll, and gears were damaged/worn causing ratchet connection issues. The comb, bottom roll, gears, and pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.